Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.the tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing air removal step. Tandem technical support educated customer on proper air removal procedure. There was no adverse impact to the customer¿s blood glucose value. Customer continued to use the existing cartridge.